Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. The stylet insertion test noted that restriction at the connector ring region. The cause of the reported event was isolated to the inner coil was clogged with blood at the connector ring region.

Event description:
It was reported that during the procedure, the stylet was failed to advance in the right atrial (ra) lead. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.